Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the patient's pacemaker was found in backup vvi mode. The device was resorted successfully and the physician elected to monitor the patient. The patient was in stable condition.